Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 32,463 joules of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual inspection identified the fiber tip was detached. The tip was not returned; therefore, the levels of devitrification could not be determined. The connector cone, segments, and tabs appear in good condition and secured. The control knob was attached and aligned with fiber and can rotate the fiber. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The reported complaint was confirmed. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 32,463 joules of use. The procedure was completed with a second fiber without patient complications.